Event description:
The pt received a scs system on (B)(6) 2009. It was reported that the pt's stimulator turns off by itself. It is suggested for the pt to have an x-ray of the scs connections/lead location be taken. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.